Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increased capture thresholds as well as high pacing and defibrillation impedance. Fluoroscopy did not reveal any physical anomalies. The lead was successfully explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of high pacing impedance, high defib impedance and increase in pacing threshold were confirmed. As received, a complete lead was returned in three pieces. Visual inspection found calcification covering the ring electrode which likely caused of gradual rise in the pacing impedance as indicated on the device session records as well as the reported increase in pacing threshold and calcification covering the right ventricular shock coil caused high defib impedance.